Manufacturer narrative:
Philips service replaced the pdu control board, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the pdu control board failure caused power supply issue on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.